Event description:
The customer reported that the insulin pump alarmed button error. Customer stated that he was in the process of giving himself a bolus and the screen froze and got button error. Troubleshooting was done. Customer's blood glucose was 338 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No frozen screen was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.